Event description:
1-2 mm electrosurgical unit burn occurred sometime during total hip arthroplasty. Burn on left hip believed to be due to electrosurgical pencil resting on pt, pressure applied to pencil accidentally, activating electrosurgical unit. The auditory signal from electrosurgical unit not heard due to noise from laminar hood and staff hood system. This is the second incident of this type (previous one reported march 16, 1998) involving the volume of the auditory alarms on these units.